Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6. MDR section codes updated/corrected: b. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-38-00 - equinoxe reverse 38mm humeral liner +0: (B)(6). 531-20-00 - shldr gps rvrs drill kit: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6). A10012 - gps implant kit v2: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, following an initial reverse total shoulder arthroplasty, the patient experienced a fractured scapula spine and underwent open reduction with internal fixation. No further information provided.